Event description:
There was an allegation of a questionable phosphate (inorganic) ver.2 assay result for a patient sample tested on a cobas 8000 c 702 module. The initial result was 3.41 mg/dl. The repeat result was 1.15 mg/dl.

Manufacturer narrative:
The reagent lot number was requested but not provided. The field service engineer (fse) adjusted a sample needle and replaced cuvettes, a heatcut filet, and a lamp. The fse fixed a loose clip from a rinse station and replaced the vacuum blocks and sample probe syringe seals. Following the fse intervention, no further issue was observed. The investigation determined that the service actions resolved the issue.